Event description:
It was reported that this patient received one inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing of cardiac signals. Technical services (ts) analyzed device episode data and found that there were small r-waves and possible atrial flutter occurring. This occurred while programmed in the alternate vector. Ts suggested testing other vectors for proper sensing. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.